Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
Customer's mother reported via phone call, the insulin pump had alarmed button error and was unable to clear the alarm. Customer's blood glucose was 12.0 mmol/l. The customer was advised the device needed to be replaced and the damage one needed to be returned. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.